Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, while advancing the competitor guidewire, the physician felt a "grating" sensation just prior to removing the wire from the lead. Another guidewire was attempted with the same result. Force had to be used to remove the wire from the lead lumen. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. The guidewire was broken. The guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analysis noted using a guidewire sample to performed test, it passed the lead coil lumen, but not passed through the lead distal end. A competitor guidewire tip break inside the lead tip was found using destructive analysis. If information is provided in the future, a supplemental report will be issued.